Manufacturer narrative:
During the move over of the tabletop by the mr table carrier the patient's finger got pinched resulting in a broken finger top. Within the instructions for use it is stated that the customer should take care that the patient's extremities remain on the table top during transportation and docking to avoid injury. Fixate extremities and patient if necessary. Armrests can be used to prevent the patient from taking hold of the side of the tabletop.

Event description:
Philips received a report that a patient sustained a fracture in her finger during an mr examination.